Manufacturer narrative:
(B)(4). The reported condition of damaged battery was confirmed during product evaluation. The root cause was identified as depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause has been assigned to use/user error. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.